Event description:
The smart control stent was deployed in the distal aorta at the l4-l3 level without difficulty. During post-dilatation of the stent with a 4cm balloon, it was noted that the balloon was the same length as the deployed stent, which was a 3cm smart stent. The physician feels that possibly a 4cm smart stent was mounted in the smart control catheter instead of the proper 3cm smart stent. The lesion was not pre-dilated and was approx 50% stenosed. The access site was the left femoral artery, no difficulty was experienced accessing the lesion. The unit was prepped and deployed per the instructions for use (IFU), according to the account. There was no pt injury, and no intervention was done or scheduled.

Manufacturer narrative:
Please note that as the analysis has been completed, the results and findings are hereby presented: the product was not returned for analysis. Lot history review revealed this to be the first complaint of this type reported for this sterile lot number. Device history record review was performed and no anomalies that can be associated with the reported complaint were found during the mfg and sterilization process. The exact cause of the failure experienced by the customer could not be determined but might be related to the deployment technique.